Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 2.5mm x 150mm x 150cm coyote¿ balloon catheter was advanced for dilatation but failed to cross the lesion. The device was removed and a 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced. However, the balloon ruptured on the first inflation at 6 atmospheres for 6 seconds. The device was removed and the procedure was completed with another 2.0mm x 220mm x 150cm coyote¿ balloon catheter. No patient complications were reported and the patient's status was good.